Event description:
Ous MDR - after an implantation period of about 17 months, oversensing was reported. No adverse patient side effect has been reported. No explant date was provided and no indication that a surgical intervention was performed. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.